Manufacturer narrative:
The device was evaluated, and the service engineer (se), and it was confirmed that the ventilation volume, its waveform, and the leakage amount were not displayed correctly. It was also confirmed that the air flow accuracy test was outside the acceptable range. The se noted that the flow sensor assembly was replaced, and the problem was resolved. The device was cleaned and functionally tested; the device was then returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was confirmed the customer's allegations (flow waveform, the ventilation volume and leak amount were not properly displayed). The se reported that the zero point for the flow sensor was deviated up to -2.5 slpm (standard liters per minute), which was the cause of the issue (range of the normal value is from -1.0 to 1.0 slpm). Therefore, flow sensor assembly needs to be replaced.

Manufacturer narrative:
E: hospital name and address: (B)(6). Reporter and reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the flow waveform (no alarm), the tidal volume was single digit, and a rebreathing risk alarm appeared. There was no patient involvement when the issue occurred. No patient or user harm reported. During an inspection, the customer reported that the v60 ventilator was not displaying the flow waveform (no alarm), the tidal volume was single digit, and a rebreathing risk alarm appeared. Investigation ongoing / resolution pending.